Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showing read, write or invalid cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie memory read write was invalid. A field service engineer (fse) dialed into the station, accessed hardware test application (hta), verified all cubies were present, and ejected all cubies. The station was then restarted, and the customer was guided to reinsert each cubie one at a time via the configuration screen. The failure was cleared, and the customer successfully tested the cubies through inventory. The system functioned as intended field service engineer troubleshot the device.